Event description:
It was reported that the patient had hyperglycemia and treated with insulin pump. The patient inserted the infusion set only into abdomen which resulted in lumps under the skin and insulin seems to pool but does not get absorbed into the body.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.